Event description:
It was reported that, metallosis at the juncture of the modular neck connected to the hip stem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR # 9616680-2012-00600.